Manufacturer narrative:
Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to (B)(6) 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, 3008370857-12/19/2024-001-c, to address potentially affected components manufactured between august 17, 2023, through november 21, 2024.

Event description:
Received report of an incident having occurred on (B)(6) 2024 where the end-user claims the speed control dial engaged a drive command while at a pedestrian crossing, which forced the wheelchair into a pole damaging the w/c and causing minor injuries (broken skin) to the end-users leg. No medical intervention was sought.